Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/17/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in half; most probably to make the removal possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of an intraocular lens (iol) into the patient's eye, the surgeon noticed that lens was chipped. Additional information was received and it was learnt that while the lens was being injected, it almost seemed like the injector chipped part of the lens off. The surgeon removed the lens and had to enlarge the incision. There was no vitrectomy required. The procedure was completed successfully with a backup lens. No further information was provided.